Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. Evaluation observed the #0 key as inoperable and all of the other keys to function as expected. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation determined the symptom to be caused by a failed keypad and therefore the keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad keypad. There was no patient involvement. No additional information is available.